Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the therapy cable was not working properly. The therapy cable was replaced to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to capture cardiac rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.